Manufacturer narrative:
The report is filed september 29, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a skin flap breakdown at the implant site. It was also reported that the patient was a non-user.